Manufacturer narrative:
Block b5 (describe event or problem) and h6 (device codes) have been updated based on additional information received on february 13, 2026. Block e1: (initial reporter facility name). The reported health care facility is t(B)(6). Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of clip failure to open and clip partial release. The returned resolution 360 clip was analyzed and it was found that the clip assembly successfully opened, closed, and fully deployed during analysis. The observed bending of both arms is likely attributable to procedural or manipulation-related factors. Based on the available evidence, it is probable that the user attempted to grasp a large amount of tissue exceeding the clip's closing capacity. This could deform the distal section of the clip arms, impairing their ability to close properly and reducing the device's ability to remain attached to tissue. Device technical analysis: a resolution 360 clip was returned for analysis. Visual examination found the clip assembly attached, and functional testing confirmed that the arms were able to open and close properly and that the device could achieve full deployment without any issues. Microscopic inspection revealed evidence that both arms were bent and that the device had been fully deployed. No additional problems were identified. Risk review: a risk review was completed and confirmed that the event of clip failure to open and clip partial release were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon to treat intestinal polyps during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the handle slider was pushed forward, the steel wire at the connection of the hemostatic clip tip was exposed, the arms could not be opened and the clip did not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. Additional information. The clip was inserted into the patient, and an attempt was made to open it to grasp the tissue. When the handle was operated, it was observed that the clip did not open and was instead hanging limply, with the wire exposed.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is the (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon to treat intestinal polyps during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the handle slider was pushed forward, the steel wire at the connection of the hemostatic clip tip was exposed, the arms could not be opened and the clip did not deploy. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.